Event description:
Co's rep is reporting that during a sasd case the distal portion of a se electrode broke off into the pt. The broken fragment was located with the use of an x-ray and removed via a mini open procedure. This added 2 hrs onto the case, however the case was concluded without further incident or further harm to the pt.